Event description:
Patient reported that back to back tests performed on patient's surestep meter using separate finger sticks were 82, 123 and 138 mg/dl (49% difference). No symptoms were reported. The meter is not cleaned according to manufacturer's product recommendations. Control solution and test strips were expired. Unable to reach patient on follow-up. Letter sent to patient requesting patient to contact lfs. There was no allegation of harm.